Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2018 to the upper abdomen using the cooladvantage, coolcore applicator and to the lower and middle abdomen using the cooladvantage plus, coolcore applicator. The patient was treated with coolsculpting on (B)(6) 2020 to the middle and lower abdomen using the cooladvantage plus, coolcore applicator and developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Pah was diagnosed on (B)(6) 2020 to the abdomen and was confirmed to the mid abdomen. Pah was described as "normal skin, underlying soft tissue shows thickening within the adipose area, two sites on either side of the abdomen which are fusiform measuring 8 x 5 cm."

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2018 to the upper abdomen using the cooladvantage, coolcore applicator and to the lower and middle abdomen using the cooladvantage plus, coolcore applicator. The patient was treated with coolsculpting on (B)(6) 2020 to the middle and lower abdomen using the cooladvantage plus, coolcore applicator and developed paradoxical hyperplasia (pah/ph) on (B)(6) 2018. Pah was diagnosed on (B)(6) 2020 to the abdomen and was confirmed to the mid abdomen. Pah was described as "normal skin, underlying soft tissue shows thickening within the adipose area, two sites on either side of the abdomen which are fusiform measuring 8 x 5 cm.".